Event description:
During a peripheral IV start, a 24 g 0.56 cm catheter was faulty. The white button to retract the needle did not work. Nurse was unable to push the white button in after multiple attempts. In addition, the plastic catheter would not disengage from the needle itself, so the piv had to be removed and the patient received an additional stick.